Event description:
It was reported that the customer was involved in a car accident after having a low blood glucose episode. It was stated that the customer had a blurred vision and let her friend drive to the hospital where she was hospitalized and remained in coma for two months. It was stated that the customer had experienced two separate of low glucose episodes prior being hospitalized. It was stated that her doctor feels her low glucose was caused due to the over delivered of insulin. It was stated that the insulin pump was not available to troubleshoot at time of call. It was stated that the customer's blood glucose meter was also destroyed in the accident. Advised that a replacement of the insulin pump and a blood glucose meter will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.